Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria, so it was fully recaptured and removed. A new 31mm wds was then used. During deployment the new 31mm closure device did not fully expand. The physician recaptured and deployment was attempted again, but the physician felt a 35mm size device was the better option. The 31mm closure device was removed from the patient. After the closure device was removed the baseline pericardial effusion was noted to be larger. The physician continued the procedure with a new 35mm wds. The closure device was successfully implanted in the laa of the patient. The physician then performed a pericardiocentesis to treat the effusion. The patient was kept in the hospital for two nights and is expected to be discharged after making a full recovery from this event. No other complications were reported to have occurred.